Event description:
Consumer states that while using the philips avent twin electric breast pump her breasts developed sores and pus in the nipple area. The consumer claims the breast pump had only been used twice. Pt went to seek medical attention. Pt was prescribed steroid cream to apply to affected areas.